Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, specifically damage caused by crushing or crimping due to the use of surgical instruments such as forceps or needle holders. The complaint allegation was confirmed based on the customer's attached image, which shows a blue suture with frayed tips, a missing curved needle, and filaments protruding from the suture strand.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01/28/2025, it was reported by a sales representative via (B)(4) that (qty. 2) of an ar-7211 fiberwire #5 braided polyblend suture broke during use. No pieces broke off in the patient. The case was completed successfully. This was discovered during a quad repair procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested.